Event description:
The customer reported bad sensor and cal error alarms. The customer also stated that she removed a sensor yesterday, and part of it stayed in her body. Advised the customer to seek medical assistance. Nothing further was reported.

Manufacturer narrative:
Analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.